Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump stopped functioning and would not charge, with the charge indicator blinking and timing out before the device became unresponsive; blood glucose levels were reportedly unaffected, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included none reported. Outcomes included no clinical impact and continuation of diabetes management with backup therapy and cgm as applicable. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.